Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
It was reported that the device displayed a circuit occlusion alarm. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated no adverse effect to the patient.